Event description:
After iabp for three days, blood leaked into the catheter. The doctor was unable to remove the iab. As a result of the event, the iab needed to be surgically removed. The iab was not returned to co for evaluation. The iab was discarded by the facility. Event complications: the iab was surgically removed - reported 1/29/97. (Pt's current status: unk - rpt'd 1/29/97.)